Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported issue and subsequent treatment appears to be related to operational context. It was reported that there was resistance lowering the lever and the foot plate would not close due to heavy scar tissue. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of a mildly calcified left common femoral artery using the pre-close technique via an 8fr sheath hole prior to an interventional abdominal aortic aneurysm (aaa) procedure. Reportedly, resistance was noted when lowering the lever and the foot plate would not close due to heavy scar tissue. The pre-close technique was abandoned and a surgical cut-down was performed to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.